Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
It was reported the band was not filling correctly. An x-ray showed a leak at the back of the port tubing near the access port.